Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femur was broached in usual manner up to size 15. The doctor inserted the size 15, but the stem sat proud about 1 cm. The surgeon tried to tap it down but risked fracturing the femur. They opened a size 14 stem. It sat in the canal exactly where the size 15 broach should have. It was reported the size 15 is defective. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
The complaint can be confirmed based on the intra operative picture that was provided. Visual inspection was performed to verify item and lot, the lot was verified. A dimensional check was performed and identified that the product is conforming to pre-defined specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.